Manufacturer narrative:
Per the clinic, the patient underwent a procedure to excise skin near the fixture/abutment site on (B)(6) 2013, due to overgrown skin near the abutment. This report is filed on october 16, 2013. Implanted device remains.

Event description:
Per the clinic, the patient was prescribed augmentin for a post-operative infection on (B)(6) 2013. The patient has reportedly recovered. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.